Event description:
It was reported that the customer's insulin pump was alarming internal clock comparison error. The customer's blood glucose was 116 mg/dl. Troubleshooting was done. The customer stated that he then received the watchdog timeout alarm on the insulin pump. Explained the alarm and possible causes of the alarm. Advised customer to insert a fresh battery, and the customer stated that the insulin pump did not return to normal function. Upon checking the alarm history, the customer had receiving multiple watchdog timeout alarms. Advised the insulin pump needed to be replaced. Advised the customer to revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.